Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges nasal/throat irritation or soreness. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges nasal/throat irritation or soreness. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed an unknown dust contaminant on the top cover, inside the iso port, pca, side panel, blower cap, right side assembly, blower housing, blower, bottom enclosure, and air inlet seal. The manufacturer was observed black hairlike contaminant on the top cover, inside the iso port, pca, side panel, blower cap, right side assembly, and bottom enclosure. Evidence of sound abatement foam degradation/breakdown was observed. The manufacturer concludes there was evidence of sound abatement foam degradation in the device and was not able to confirm the customer's complaint. In box h: device problem code, evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.